Event description:
The pt is reportedly experiencing sound quality issues with his internal device. In addition the pt also reports episodes of pain at the implant site. The pt's internal device has been explanted. The pt has been reimplanted with another advanced bionics device.